Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported left side saline rupture "had a little hole". This record is for the left side. The device was explanted and replaced, will be returned.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported left side saline rupture "had a little hole". This record is for the left side. The device was explanted and replaced, will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.